Manufacturer narrative:
Be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A biomedical tech reported that the sys turned on, but would not initialize. A pt had been given general anesthesia in preparation for surgery, but the surgery was cancelled. No harm to the pt was reported.